Event description:
It was reported that three patients sustained facial scarring after rhytid treatment with an ultrapulse encore laser.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist confirmed that there was no related device malfunction and the device performed within acceptable performance specifications. Reasonable attempts were made to contact the user facility for additional information, however, none was provided. Should additional information be reported, a follow up MDR will be filed.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist confirmed that there was no related device malfunction and the device performed within acceptable performance specifications. Reasonable attempts were made to contact the user facility for additional information, however, none was provided. Should additional information be reported, a follow up MDR will be filed.

Manufacturer narrative:
An examination of the subject device by a lumenis technical specialist confirmed that there was no related device malfunction and the device performed within acceptable performance specifications. Reasonable attempts were made to contact the user facility for additional information, however, none was provided. Should additional information be reported, a follow up MDR will be filed.

Event description:
It was reported that three patients sustained facial scarring after rhytid treatment with an ultrapulse encore laser.

Event description:
It was reported that three patients sustained facial scarring after rhytid treatment with an ultrapulse encore laser.